Manufacturer narrative:
The insulin pump was received unable to prime unit during prime/a33 test due to faulty force sensor resistor. No motor error alarms were noted and the motor was tested outside the device and passed. The insulin pump passed basic occlusion and displacement tests. . The insulin pump has minor scratches on the lcd window, cracked case at the display window corner, cracked battery tube threads and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a motor error during bolus delivery. The patient's blood glucose at the time of incident was 329 mg/dl. Troubleshooting was initiated for the motor error alarm and the customer was assisted with clearing the alarm. The customer confirmed that the motor error alarm occurred 6 times in the past 30 days. The customer was unable to rewind the pump and was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.